Event description:
It was reported that the customer had more lows on the insulin pump than after treating the low and it took an ahour for the the sensor glucose and blood glucose to catch up with each other. Customer stated the threshold kept goin off. Customer stated that the sensor reading was inaccurate and when she pulls the sensor out it bends. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.